Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). Additional information from the device investigation completed on (B)(6) 2015 determined that a device malfunction caused the astral to fail its internal self-test. The investigation determined that the root cause of this issue was a software fault. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
Reference importer # (B)(4).